Event description:
Information was received indicating that an infusion pump bring used with a smiths medical cadd cassette reservoir alarmed with an error message "air in line". The patient reported that the issue occurred for 2 of his current pumps, but did occur with his previous set of pumps as well. The patient usually resolves the issue by using a different cassette and he did not believe that it was an issue with the pumps, but possibly with the cassette. The infusion was life sustaining and there was no patient injury.